Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID 3387ies, lot# n24892, implanted: (B)(6) 2002, product type: lead. Product ID 3387ies, lot# n25774, implanted: (B)(6) 2002, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID 3387ies, lot# n24892, implanted: (B)(6) 2002, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID 37092, product type: accessory. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID 3387ies, lot# n25774, implanted: (B)(6) 2002, product type: lead. Product ID 37612, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID 3387ies, lot# n25774, implanted: (B)(6) 2002, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID 3387ies, lot# n24892, implanted: (B)(6) 2002, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).

Event description:
The consumer reported a frayed or damaged programmer antenna cord which had occurred in (B)(6) 2015. There were no associated symptoms with the event. Additional information received from the consumer reported that the patient had experienced depression, feeling abnormal, sad, suicidal, hopeless and had no motivation due to the broken wires and device not connecting to the battery pack. Steps taken to resolve the issue was replacement of the antenna. The broken wires and device not connecting to the battery pack had been resolved.

Manufacturer narrative:
Coding corrected to include device code (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3387ies, lot# n25774, implanted: (B)(6) 2002, product type: lead . Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3387ies, lot# n24892, implanted: (B)(6) 2002, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 37612, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. (B)(4).

Event description:
The patient reported via the manufacturer representative (rep) that the wires were broke and the device was not connecting to the battery pack. The patient's indications for use were obsessive compulsive disorder (ocd) and movement disorders. It was not clear what was not connecting and if there was any intervention, so additional information was requested. If additional information is received a supplemental report will be sent.